Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was confirmed as a link break. A review of the lot history record was not able to be perform as the lot number was not provided and only partial/incomplete device was returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2 additional proglides referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture present when the plunger was removed with two of the devices. Two additional proglides were placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional plunger was returned. The anterior needle tip was engaged with the anterior cuff. The link was separated from the posterior cuff. No additional information was provided.